Event description:
A customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge and deliver a bolus, which completed successfully. The customer was unable to reload the original cartridge, so technical support assisted in loading a new cartridge correctly, allowing the customer to resume insulin therapy. The issue was resolved.